Event description:
It was reported that: husband ((B)(6)) called for his wife. He claimed that his wife has had pain in her right leg for two to three months. Her MRI showed a tumor around the implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.